Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 waxguard came unseated from the hearing aid and fell into the user's ear canal. The hearing aid user was referred to the physician who removed the waxguard. No injury to the user's ear was reported.